Event description:
It was reported that on a manufacturer's implant card, a vns patient had undergone generator revision surgery due to device end of service. The explanted generator was returned to the manufacturer and an analysis of the device confirmed this reported end of service condition. During the analysis, the device was found to exhibit an out of limit supply current caused by a leaky c6 capacitor. Once the component was replaced with an external capacitor, the device was found to be operating within specified limits. Though this out-of-limit supply current could have potentially contributed to the end of service of the device, the results of the device's battery longevity prediction confirmed that the end of service condition was an expected event.